Event description:
It was reported that post surgery, the patient experienced phrenic nerve stimulation from the left ventricular lead. The lead was reprogrammed in the recovery room and phrenic nerve stimulation subsided. On (B)(6) 20 13, the patient presented with complaints of phrenic nerve stimulation again. The patient would be seen for follow-up in two months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.